Event description:
Customer had a pod that he didn't think it was working. He said his bg was over 300 and wouldn't come down. He changed the pod and his bg returned to normal. No further information reported. The device is being returned for evaluation.

Manufacturer narrative:
The product was returned and found to have damaged cannula tip. The cannula tip was found to pass insulin, however, flow was severely restricted. This condition could have contributed to reported symptom (elevated bg levels) during use. This type of damge typically occurs when the patient is very lean and the cannula is fired into muscle, not "pinching up" at the insertion site. As noted in the user guide, patients are advised to select a pod placement site consisting of fatty subcutaneous tissue and to pinch the skin around the pod until the cannula inserts. The user is also instructed in the user guide to periodically check their infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required. The DHR provides evidence that the lot met the acceptance level prior to release.